Manufacturer narrative:
H6:evaluation method= device history reviewed. Results=device history reveiw found the product met specifications when released for distribution. Analysis: the product will not be returned to medtronic for analysis. Our investigation is limited to a review of the device history record, which showed the product met all specifications when released to distribution. Conclusion: without analysis of the product, we are unable to determine the cause of the event.

Event description:
Information received indicates the valve was explanted on oct. 13, 2006 following gradients that increased from 50mmhg to 80mmhg post op. This valve was replaced with a magna valve resulting in gradients less than 50mmhg. The patient later died. The cardiologist and the cardiac surgeon feel the death was related to the valve, as the patient was subjected to a second major operation within one week with her health already compromised. The valve was discarded by an or nurse at the time of the replacement.